Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a colostomy reversal, only a small amount of the staples created the anastomosis. No crunch was heard. Case completed by hand sewing the anastomosis. The case was extended between and hour and two hours. There were no patient consequences reported.